Event description:
Hold for rw 1.26 it was reported that this right atrial (ra) lead exhibited undersensing may be causing device-classified false termination of atrial episodes. Due to the limited information received, further follow-up to obtain related details was not possible. No additional adverse patient effects were reported.